Event description:
It was reported: "the surgeon decided to clean the top seal with forceps and a gauze swab very early in the case, and then put the camera down it. At that point the inner plastic ring came out of the back and into the pt. It was seen immediately and they retrieved it. The case continued with the same trocar in and with no adverse affects it seemed, i.e. Leakage of pneumo." The inner plastic ring was reported as "retrieved from the pt's abdomen with little difficulty; no other surgical intervention was required." The complaint also stated that there was no pt injury, no prolonged hospitalization and was not life threatening.

Manufacturer narrative:
This is being reported for conmed has a sentinel event related to medwatch 1320894-2008-00154. Device return is anticipated; however, the device has not been received to date. A supplemental report will be filed after the quality engineering investigation has been completed.